Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. Device received with cracked keypad overlay, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level and reservoir lip ring was damaged. Customer's blood glucose value was 500 mg/dl at the time of the incident. The customer stated that the reservoir did not lock into place. The insulin pump will be returned for analysis.